Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that the laser didn't fire when turned on to test. There was no patient involvement.

Manufacturer narrative:
The company service representative examined the system and confirmed the reported event. The company service representative identified a potential contributing factor for the reported event where the optical fiber had not been connected properly. The company service representative then provided the customer with instructions for correct connection of the optical fiber to the system. The system was manufactured on august 21, 2017. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to an external event unrelated to the product. (B)(4).